Manufacturer narrative:
Stryker product analysis center (pac) evaluated the removed part and was able to duplicate the reported issue. The cause of the reported issue was determined to be due to an inoperable crystal, y1, on the single board computer of the system pcb assembly.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker field representative evaluated the customer's device and verified the reported issue. After replacing the system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.